Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's proximal left anterior descending artery. Attempts to inflate the balloon catheter to 8 atmospheres were unsuccessful. The sds and stent were withdrawn from the pt without complication. The pt was sent for coronary bypass graft surgery. Surgery was successful and there were no clinical sequelae reorted relative to the event.